Manufacturer narrative:
Follow-up # 1 date of submission 06/12/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there were no errors or alarms in the pump history related to the complaint; only typical usage was observed. During testing, a 6.8 unit combo bolus was performed and the correct amount delivered was accurately recorded in the pump history. The pump was exercised for 24 hours and no alarms occurred. A normal 10 unit bolus and a 10 unit audio bolus were performed and were accurately recorded in the pump history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There were no hypersensitive keys on the keypad. The complaint could not be duplicated during testing.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that on three occasions the pump did not deliver the bolus amount that he programmed. The patient stated he was made aware of the issue when his blood glucose (bg) did not respond as expected, and he checked the bolus history. The patient stated that he uses the combo bolus feature, and upon reviewing the bolus history found three combo boluses that said they were completed in the history however the patient claimed the amounts were less than what he had programmed. The patient stated the combo boluses in question were as follows: (B)(6) 2013, 3:42 pm: 1.20u of 1.20u, completed combo -- pt had entered 2.20u; (B)(6) 2013, 10:45 pm: 3.80u of 3.80u, completed combo -- pt had entered 6.80u; (B)(6), 7:21 am: 2.40u of 2.40u, completed combo -- pt had entered 4.40u. During troubleshooting, the patient was asked to program a test bolus f 2.0u combo bolus, and the patient confirmed that "bolus active" was displayed on the home screen and the bolus amount programmed recorded correctly in the history. The complaint could not be duplicated during troubleshooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.